Manufacturer narrative:
Contact office correction: (B)(4). Follow up attempts were made to obtain patient information; no response received. Follow up report - updated with follow up attempts for patient information.

Manufacturer narrative:
Correct contact address (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the backup battery is not holding a charge. The customer reported there was patient involvement with no harm to the patient.